Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was seen by their hcp and a rep and the ins was checked to make sure the patient was getting good coverage. The ins was interrogated and the patient confirmed that they were getting good coverage. The patient was scheduled to meet with their hcp on (B)(6) 2018 to discuss a pocket revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient has not been scheduled for a pocket revision as they are out of the country for a few months. The patient's insurance requires them to pay for everything up front, so they are unsure if there will be procedures done. The patient needs an x-ray to determine next steps, but is not possible while the patient is out of country. If the patient complies they will have an x-ray. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the manufacturer's representative (rep) reported that they were in the healthcare provider (hcp) office on tuesday to check the ins to make sure the device was working properly, the patient mentioned that the ins was caught on a chair when the patient tried to get up a month earlier, it was indicated that the movement in the pocket eventually would need to be addressed. No symptoms were reported. No further complications were reported or anticipated.